Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed one similar complaint from this serial number. The similar complaint has been reported by the same us facility. The previous complaint evaluation for this serial number ((B)(4)) are: unconfirmed as the failure was resolved with technical support (reference: MDR number 3006260740-2021-01124) device not returned for evaluation.

Event description:
Per atm - site rite 8 was shutting off every 5 minutes during procedures even when it was plugged into the wall. Also kept seeing a battery message that pops up on the screen.